Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor pod removal, patient's mother was unable to locate sensor wire. Patient sought medical intervention from pediatrician on (B)(6) 2014 to locate sensor wire. Upon examination, pediatrician was unable to locate sensor wire. No further medical intervention was necessary. Dexcom has issued an rga for patient to return their device to be investigated.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported missing sensor wire.